Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection found that one of the crimp springs was jammed into the seal with the plunger fully depressed and the seal was still loaded inside the deployment tube. The seal was not loaded correctly per maquet's information for use. The reported failure was confirmed. A lot history record review was completed for the product, and there was no nonconformance associated with the lot number.